Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device also was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It is reported that the patient's insulin pump has an unresponsive keypad. Patient's blood glucose level is 138mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.